Event description:
Alleged a patient fell. He stated, the patient positioning monitor alarmed locally but did not alarm at the nurses station.

Manufacturer narrative:
The technician investigated and the engineering department alleged during a nursing shift change, the patient attempted to get out of bed and fell. The ppm alarm worked on bed but not at the nursing station. The technician checked the scale system, ppm system and the nurse call system components on bed and found the systems working and no problems were found. The patient was not injured and did not require medical attention.